Event description:
It was reported that two radio frequency heads were being returned, one for a damaged cord and one for no telemetry. The caller had no idea which was which. Both heads were returned. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): uplink tests are out of specification and the rf (radio frequency) head would not interrogate a device. The rf head cable is twisted. The rf head label is missing the backing.